Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had a pump error alarm. Customer was able to clear the alarm and rewind the pump. No harm requiring medical intervention was reported. Troubleshooting was successfully performed however the customer will discontinue use of the device.

Manufacturer narrative:
Retainer ring = black. Customer returned device for an alleged pump error 25 alarm found on june 19, 2022. The device passed the displacement test, sleep current measurement and active current measurement and self test. The device was monitored for several hours, and no pump error 25 alarm noted during the testing. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The device trace download analysis confirmed the device alarmed pump error 25 and unexpected battery power loss or replace battery alert/replace battery now alarm. No low battery alert and power loss alarm recorded in the formatted history file for the event date. Replace battery alert was recorded and found in the formatted history file on: june 14, 2022 19:00:00.000 to june 14, 2022 22:00:00.000 june 16, 2022 00:00:00.000 to june 16, 2022 18:10:00.000june 19, 2022 00:00:00.000 and 06/19/2022 00:00:00.000 insert battery alarm was recorded and found in the formatted history file on: june 14, 2022 19:31:36.000 june 14, 2022 22:07:02.000, june 16, 2022 00:02:55.000 to june 16, 2022 23:17:15.000, june 19, 2022 00:01:36.000, june 16, 2022 10:06:22.000, replace battery now alarm was recorded and found in the formatted history file on: , june 14, 2022 19:31:00.000 and pump error 25 alarm was recorded and found in the formatted history file on: june 16, 2022 07:00:00.000, june 19, 2022 03:00:00.000 to 06/19/2022 17:00:00.000 the power management tool confirmed pump error 25 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance j6/electric board. After disconnecting and reconnecting the internal battery connector on j6/electric board, the pump was monitored and functioned properly. Device was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electric board, force sensor, motor and vibrator assembly noted. ¿ test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a stained keypad overlay and a scratched case. Pump error 25 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were confirmed. Pump error 25 alarm and unexpected battery power loss or replace battery alert/replace battery now alarm were due to connector resistance issue on j6/electric board.